Event description:
It was reported that a home patient (hp) experienced a high drain 104 alarm on a homechoice (hc) device during peritoneal dialysis (pd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred after pd therapy. The hp stated that they didn't have any issues with the previous therapy. The technical service representative (tsr) explained the alarm to the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. A device history record review/service history review will be completed. Should additional relevant information become available, a supplemental report will be submitted.